Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, the physician could not gain access up the left iliac artery. An unplanned aui was performed with no further complications. The patient tolerated the procedure.